Event description:
It was reported that the unit was not being recognized by the hand piece and would not switch out of the oscillation mode.

Manufacturer narrative:
The complaint was submitted due to suspicion of continuous activation by the device. Through further communications with the customer, it was confirmed that the bur did not activate on its own. The problem they were experiencing was related to device recognition and switching between cutting setting. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: "mislabel incorrect manufacturing processes incorrect packaging process" in sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that the unit was not being recognized by the hand piece and would not switch out of the oscillation mode.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.